Event description:
A tech reported a pt experienced an unexpected postoperative refraction following a toric intraocular lens (iol) implant procedure. In a f/u, the surgeon reported the use of a unapproved viscoelastic product.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with a viscoelastic which is not qualified for this lens model/cartridge combination. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identified a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 01/02/2014. (B)(4) .